Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a1; a2; b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. Attempts have been made to gather all product identification information, and no further information has been provided. No product was returned, and no pictures were provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, which were not provided. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: there is associated medial displacement of the humeral head component with metal-on-bone at the glenohumeral joint, and large chronic mechanical erosion of the glenoid. Additionally, there is subchondral sclerosis and superimposed small cortical erosions of the glenoid. Radiolucency at the humeral head metal-bone interface suggests possible loosening of the humeral component. Mechanical erosion (notching) at the proximal medial humeral metaphysis is consistent with impingement of the proximal humerus with the glenoid, likely a sequela of the medial malposition of the humeral head. A small bone fragment versus heterotopic ossification projects over her axillary pouch region. Generalized reduced bone mineral density is present, which may be a risk factor for glenoid component loss of fixation, mechanical erosions of the glenoid and proximal humerus, and loosening of the humeral component. A definitive root cause cannot be determined. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported that a patient underwent surgery to convert a total shoulder arthroplasty to a reverse total shoulder arthroplasty on the shoulder due to a failed arthroplasty. The patient had undergone the initial total shoulder arthroplasty on an unknown date. During the conversion surgery, the entire poly glenoid was found loose in the joint, and the metal humeral head appeared to be articulating directly on the glenoid vault, resulting in bone loss. The bone loss compromised the ability to complete the conversion to a reverse shoulder in a single stage. The stem was retained, and a humeral spacer and head were placed; an additional revision surgery is planned once a custom reverse component is manufactured. No other symptoms or clinical impacts were reported. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10: associated product information, part (lot): unknown osteoremedies humeral spacer (unknown). Unknown osteoremedies head (unknown). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported by the patient-matched implant (pmi) group that a patient underwent a shoulder arthroplasty procedure on an unknown date. Subsequently, the patient is being considered for a pmi product on an unknown day for an unknown reason to revise the glenoid. Attempts have been made, and no further information has been provided.